Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The lens was returned wrapped in surgical gauzes. Blood and solution was dried on the lens. The lens was cleaned with lphse for further evaluation. The optic has light scratches and small scrape marks observed. The lens resolution was checked. The optical resolution is acceptable. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The lens resolution was checked. The optical resolution is acceptable. Replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating there was no patient injury, suture , vitrectomy or enlarged incision.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, a patient is experiencing blurry vision. The lens was removed and replaced in a secondary surgery, additional information has been requested.